Manufacturer narrative:
Only two broken haptic distal tip portions were returned wrapped in surgical gauzes for evaluation. Solution is dried on the returned broken haptic portions. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to insufficient sample returned. Only two broken haptic distal tip portions were returned for evaluation. The optic portion of the lens was not returned for evaluation, which is needed to conduct a power and resolution test. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. File mentions ¿lens exchanged¿, however replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, there was a refractive error. The lens was exchanged for another lens. Additional information was requested.